Manufacturer narrative:
B3: unknown; no information has been provided to date. (B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that on many occasions, complete event logs of cadd solis vip pumps (or the event from the last therapy/patient) could not be obtained. For this pump, the date entered for the event log as 01-jan-2024 to 13-june-2024, but the pump displayed the first day of the event 12 mar 2024. Sample photos received showing the missed logs. The pump with sn (B)(6)was used to replace 1150210 in sme20240109-334. Starting on (B)(6)2024. Replace reason: giving error message -needs to be checked. The event log was run to identify what was communicated from the home, but the event log does not exist. The first data are from mar 2024 (nothing for january or previous dates/years). There was unknown patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. No previous repair has been noted in the last 12 months. Product evaluation and problem confirmation cannot be performed. A photo of the event history log was provided but is not legible as provided and cannot be reviewed. The event log itself was provided and contains what appears to be the maximum number of stored events. No events relating to the current issue were noted, and no evidence was provided for review. Probable cause could not be determined.